Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain more information have not been successful. According to our medical records, the crt-d remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.